Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that smallbore 6 inch ext vlv was not able to flush on 5 occasions. The following information was provided by the initial reporter: material no.: 20039e, lot no.: 20075473. It was reported that they had about 5 to 7 different smartsite extension sets not allowing them to flush.

Event description:
It was reported that smallbore 6 inch ext vlv was not able to flush on 5 occasions. The following information was provided by the initial reporter: material no.: 20039e lot no.: 20075473 it was reported that they had about 5 to 7 different smartsite extension sets not allowing them to flush.

Manufacturer narrative:
H.6. Investigation: 26 samples were returned by the customer. It was reported that they had about 5 to 7 different smartsite extension sets not allowing them to flush. The samples were examined for defects and abnormalities. No defects and abnormalities were observed. Each sample was connected to a 10 ml syringe and attempted to be infused with at least 5 ml of water. 25 of the samples were able to be infused. The failure was unable to be to be replicated in these samples. Sample 26 was unable to be infused. The customer complaint was able to be verified for sample 26. A device history record review for model 20039e lot number 20075473 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20075473 regarding item #20039e. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 has been initiated. H3 other text : see h.10